Event description:
Patient underwent cataract surgery on 06/02/99, and implantation of a staar model aa-4203vf intraocular lens in the right eye. During the insertion process, as the surgeon rotated the lens, he noticed vitreous. He cut the lens to remove it through the same incision, did an anterior vitrectomy and implanted another lens. The surgeon said the lens ejected in a controlled manner. Pre-existing conditions include hypertension. Prognosis is very good. Complaint description: was implanted, then noticed that the capsule was not intact. No patient injury. Description of evaluation requested: capsule tear and vitrectomy. Lens cut to remove through same incision. Please inspect lens.